Manufacturer narrative:
Reporter's last name not provided. (B)(4).

Event description:
It was reported that the internal thread of the inmplant was damaged, (B)(4). It was also reported that the implant has to be removed by the oral surgen but not yet removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The narrative for unknown patient gender and patient weight was incorrectly documented of the initial report.